Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 23 days due to prosthetic aortic valve insufficiency. It was identified, through review of source documentation provided, that the preoperative transesophageal echocardiogram showed moderate perivalvular leak (pvl), predominantly fixed around the left coronary cusp. During explantation, it was noted that stitches in the vicinity of the left main coronary cusp appeared to be somewhat loose and there was no evidence of cord rupture. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Evaluation summary: the report of perivalvular leak could not be confirmed based on visual observation. As received, suture holes were observed on sewing ring. The valve wireform appeared slightly distorted at commissure 1 and 2. Stent distortion was evident in the x-ray as well. No visible inconsistencies were observed on all three leaflets. It was reported that the device was explanted due to perivalvular leak (pvl). Unfortunately, the root cause of this event could not be confirmed with the available information. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including procedural, technique or anatomical related factors. The operative report documents that the stitches in the area of the left coronary cusp appeared to be loose. Although the root cause of this event cannot be confirmed, it appears that this event was likely related to technique and/or patient related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Moreover, the device instructions for use (IFU) state: "because of the complexity and variation in the surgical procedure of cardiac valve replacement, the choice of surgical technique, appropriately modified in accordance with the previously described warnings, precautions, and techniques, is left to the discretion of the individual surgeon.¿ general implantation steps are also provided. No further actions are possible with the available information.